Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Logs showed the pump was delivering morphine 15.0 mg/ml at 9.286 mg/day and bupivacaine 5.8 mg/ml at 3.5906 mg/day. Logs also showed: motor stall occurred on 2017 (B)(6) at 11:52 motor stall recovery occurred on 2017 (B)(6) at 00:55 motor stall occurred on 2017 (B)(6) at 03:33 motor stall recovery occurred on 2017 (B)(6) at 05:04 motor stall occurred on 2017 (B)(6) at 15:08 motor stall recovery occurred on 2017 (B)(6) at 19:09 motor stall occurred on 2017 (B)(6) at 22:40 motor stall recovery occurred on 2017 (B)(6) at 06:59 motor stall occurred on 2017 (B)(6) at 15:53 motor stall recovery occurred on 2017 (B)(6) at 16:08 motor stall occurred on 2017 (B)(6) at 17:02 motor stall recovery occurred on 2017 (B)(6) at 21:35.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was started on oral pain medication immediately, so she did not experience any withdrawal symptoms.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - conclusion code ¿11 is being updated to 24 for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 15 mg/ml; 9.279 mg/day and bupivacaine 5.8 mg/ml; 3.5880 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. Other medications the patient was taking at time of the event was not available. Patient weight and medical history was asked but unknown. The date of the event was (B)(6) 2017. It was reported the pump begin alarming around (B)(6) 2017. The pump was read by the hcp clinic on (B)(6) 2017 and it was determined that it had stalled and restarted multiple times. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The pump was replaced (B)(6) 2017. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.